Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. The isp line was shorted to ground. There was corrosion on the j2008 connector which connects the auxiliary board to the ca board. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.

Event description:
The doctor of a (B) (6) female contacted lifecor customer support to report that the patient's battery packs are dead and neither will power on the monitor. A patient services representative (psr) visited the patient and found that a new battery pack would not power the patient's monitor. The patient's battery packs would power the new monitor. Therefore the psr only exchanged the patient's monitor.